Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit was received with cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed during normal used. Nothing further was reported.